Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73c1600173 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: during a trial the doctor successfully ligated the cystic duct with the ae5, but when he attempted to ligate the cystic artery the applier would not seat the clip in the proper position. The clips tilted hinge end upward and not connected to the applier, but still within the applier jaws. The device was not obstructed by tissue or instruments. In order to expel the clips the doctor pulled out the ae5 and shook them loose outside of the patient. The doctor then switched to a metal applier and completed the surgery successfully. The patient's condition was reported as fine.